Event description:
A malfunction was reported on the customer's pump while they were working in a hospital setting. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no serious impact. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted, and technical support arranged to replace the pump. Additionally, the loaner pump agreement was discussed, and arrangements for a replacement were put in place to ensure continued support.